Event description:
Dialysis treatment initiated without difficulty. Bfr 478, dfr 500, venous pressure 280. Approx 1.5 hours into the treatment, the venous pressure increased to 500, the machine alarmed but the blood pump continued to run. Blood began coming out of the top of the dialyzer. The pt lost 50cc of blood. The treatment was completed on another machine. The pt remained stable.